Event description:
A nurse from the user facility reports the intraocular lens was scratched in the delivery system cartridge. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.